Event description:
It was reported that the subject device had a cord that was separating from the camera. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: smashed connector, deformation due to compression. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cord was detached due to a separation issue and the connector was smashed due to a compression of the device. Olympus will continue to monitor field performance for this device.